Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the long scalpel handle (part number 03.010.491, lot number 7747165). The subject device was returned with the complaint condition stating the tip of the returned scalpel was confirmed to be broken off. The broken portion was not returned. The device has minor surface wear which does not impact functionality. The device is otherwise in good condition. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No non-conformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The broken tip was likely related to continued use and sterilization cycles over the life of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part#: 03.010.491, lot#: 7747165. Supplier: (B)(4), release to warehouse date: dec 16, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the long scalpel handle broke off. The breakage occurred during sterilization. There was no procedure or patient involvement. There is an indentation on the shaft of the device that narrows down to a tip. The breakage occurred at the indentation and the tip of the device broke off. This report is for one (1) long scalpel handle. This is report 1 of 1 for com-(B)(4).